Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic procedure with an otv-s300, the endoscopic image became purple.the user replaced the device to another device and completed the procedure.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by omsc confirmed the followings; -the reported event was not reproduced. -the manufacturing history (DHR) confirmed no irregularity. -water leak from the video cable was noted. The exact cause of the reported event could not be conclusively determined at this time. However, there is possibility that the reported event was caused by the electrical stress or aging. If additional information becomes available, this report will be supplemented.